Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-01088. It was reported that during a percutaneous coronary intervention, stent damage post deployment occured. The target lesion was located in the right coronary artery (rca). Due to lesion thrombus a filterwire ez was used with the 3.5x20mm promus element plus stent. The stent was deployed. The filterwire retrieval was attempted however the retrieval sheath would not pass through the deployed stent. When the physician tried to "bring the guide catheter in" the stent was damaged. The deformed stent was treated with the deployment of another stent. The doctor incidentally pulled the filterwire back without the retrieval sheath. No patient complications were reported and the patient status is fine.